Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead with only the distal 50.0cm was returned. Analysis found that the ring electrode was completed covered with body tissue/calcifation. This could cause the reported field observation of high pacing lead impedance and high threshold measurements. External insulation was found at 14.2-14.8cm from the distal end. The etfe coating was intact at the same location.

Event description:
It was reported that during a routine follow up it was observed that the rv threshold and the pacing impedance had increased. There were no anomalies seen in the x-ray. On a subsequent follow up it was noted that the lead impedance had drastically increased. The lead was explanted and replaced.